Event description:
It was reported by a health care professional (hcp) that this pacemaker was exhibiting far field oversensing on the atrial channel. The device had stored several atrial tachy response (atr) episodes marked as atrial flutter but were really far field t-waves on the atrial channel. Technical services recommended programming changes; sensitivity was increased and the post-ventricular atrial refractory period was adjusted. No adverse patient effects were reported. The device remains implanted and in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.